Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported suoh 03 guide wire was returned for evaluation. Originating from the mid solder (set at 30mm from the tip for the purpose of fixing the outer coil onto the inner coil), the outer coil was found elongated for approximately 70mm and then fractured, exposing the underlying inner coil. The exposed inner coil was found elongated and twisted. Observation by scanning electron microscope (sem) found that the fracture end of the outer coil was necked by tensile tress. At approximately 2mm distal to the distal end of the inner coil, the support wire (one of two core-composing wires) was found twisted off. Fracture ends of the core wire (the other core-composing wire) were exposed near the mid solder and at approximately 7mm distal to the mid solder. Observation of the fracture ends of the core wire by sem found uneven fracture surfaces and multiple circumferential cracks on the core wire shaft, indicating that repeated bending stress had contributed to the fracture of the core wire. Measurement of the returned guide wire suggested that approximately 5mm of the support wire and approximately 23mm of the outer coil including the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the concomitantly used microcatheter might have deformed due to the anatomical conditions, causing the suoh 03 guide wire to get stuck. As the two devices were stuck, torsion generated with torquing manipulation could be locally applied on the support wire, fracturing the support wire. Repeated bending stress and tensile stress generated with removal then made the core wire and the outer coil fracture. It was concluded that this event was not attributed to product quality. Because the separated tip of the suoh 03 guide wire was not returned, it was unable to completely rule out the potentiality that it might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified chronic total occlusion (cto) in the segment #2 of the right coronary artery (rca). When the physician attempted to exchange an unspecified guide wire for an asahi suoh 03 guide wire through a non-asahi finecross gt microcatheter via retrograde approach, the suoh 03 got stuck in the finecross gt. The microcatheter and the guide wire were replaced to resume the procedure. The procedure was successfully completed with reestablished blood flow achieved by stenting. It was informed that there were no adverse patient effects associated with this event after the procedure.

Manufacturer narrative:
UDI: related data quality updates only. As we received an email time-stamped saturday, on (B)(6) 2024 1:27 am at our end from (B)(6), MDR data systems team, to inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a when compared with the information in the gudid. Although suoh 03 is currently us marketed, the subject model is sold only outside the us. After comparing the information in the previous submitted MDR with that of suoh 03 in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to ah14r013sr. Catalog # - from ah14r013sr to no entry. G1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date - from 07-4-2023 to no entry.